Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed to be use related. One 20 ga x 0.75 in safestep infusion set was returned for investigation. The safety mechanism has not been activated. The sample was flushed with water using a 12 ml syringe and a leak was observed at the distal end of the luer hub. Microscopic observation of the leak location revealed a rough and granular split surface. Beach marks were observed near the break edge. Buckling on the outer surface of the catheter was observed near the break location. The presence of beach marks and outer surface buckling are characteristics consistent with material fatigue cause by cyclic kinking. Based on the description of the reported event and condition of the returned sample, it appears that the break was caused by excessive manipulation of the tubing; therefore, the complaint is confirmed to be use related. A lot history review (lhr) of ascns0107 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this device was removed from the supply cabinet for quality testing purposes; it was never used on a patient. After being manipulated for a few minutes, the distal end of the tubing where it attaches to the luerlock connector cracked.